Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. The device was evaluated upon receipt. Confirmed the less efficiently cooling issue reported by the customer. Device scrapped. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that pump hours 4317.7 hour due for major parts service. Cooling function test only just passed indicating due for service and replacement of chiller. Per follow up information received via email on 24jul2024, the device has not been repaired however the planned actions are general maintenance to be performed, 2000 hour service to be performed, chiller to be replaced (unit need to send back to the us depot) and est test to be performed.

Event description:
It was reported that pump hours 4317.7 hour due for major parts service. Cooling function test only just passed indicating due for service and replacement of chiller. Per follow up information received via email on 24jul2024, the device has not been repaired however the planned actions are general maintenance to be performed, 2000 hour service to be performed, chiller to be replaced (unit need to send back to the us depot) and est test to be performed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.